Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a blood glucose (bg) level of 340 mg/dl with mild ketones and went to the emergency room (ER). The customer was treated with insulin and fluids. The customer was not admitted to the hospital and left the ER stable with a bg of 89-90 mg/dl. The customer did not report a cause of the high bg; however did state that she was pregnant.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found. (B)(4).